Event description:
It was reported that the extension tubing was leaking at the connection. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer¿s report that the extension tubing was leaking at the connection was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a lateral crack in the female luer wall near the inlet port proximal to the check valve. No signs of over torque or other issues were observed. Functional testing was performed; the set leaked from the cracked female luer. No other leaks were observed throughout the set. The root cause of the crack was a result of internal stresses created during the manufacturing process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics was not provided.

Event description:
It was reported that the extension tubing was leaking at the connection. Although requested, additional information was not provided.